Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cutting and cleaning, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged while inserting a hemodialysis catheter. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.